Event description:
It was reported that the patient presented for a follow-up post-procedure. Upon interrogation, it was noted that the left ventricle (lv) lead was failing to capture. Lead dislodgement was confirmed via chest x-ray. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up post-procedure. Upon interrogation, it was noted that the left ventricle (lv) lead was failing to capture. Lead dislodgement was confirmed via chest x-ray. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for a follow-up post-procedure. Upon interrogation, it was noted that the left ventricle (lv) lead was failing to capture. Lead dislodgement was confirmed via chest x-ray. The lv lead was capped and replaced on (B)(6)2024. The patient was in stable condition throughout the procedure.", rather than "it was reported that the patient presented for a follow-up post-procedure. Upon interrogation, it was noted that the left ventricle (lv) lead was failing to capture. Lead dislodgement was confirmed via chest x-ray. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure." The correct awareness date should have been (B)(6)2024, rather than (B)(6)2024.